Event description:
Reporter alleged discrepant blood glucose results of 407 mg/dl on the inform system when compared with a result of 40 mg/dl from a laboratory when the tests were performed back-to-back, within 10 minutes. No action or treatment based on inform result was reported. No adverse event subsequent to the discrepant result was reported. A request was made for the return of the suspect device and replacement product was sent.